Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the pacemaker revealed inaccurate battery longevity estimation. Based on the battery data, this was a diagnostic anomaly. No intervention was performed. The patient was asymptomatic and would be monitored.